Event description:
A surgeon reported he is encountering multiple unknown single piece intraocular lenses (iols) implanted into the sulcus which are causing a secondary glaucoma. The surgeon reported these lenses are very difficult to explant. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).